Event description:
Per the clinic, the developed a 3 month post operative infection resulting in migration of the electrode array. Subsequently, the receiver stimulator was explanted on (B)(6) 2017. The electrode array was left insitu to preserve the cochlea for future implantation.